Event description:
The patient inderwent catherization in 2003. At the conclusion of the procedure, a quickseal control device was used to provide hemostasis at the arterial puncture site. During the use of the depth marker to measure artery depth, it was felt/noted that the tip became fixed at the artery. The clinican attempted to withdraw the depth marker, but the tip elongated and eventually separated at the tip body leaving the distal end of the tip partially in the artery. Follow-up surgery was performed on the same day and the separated tip was successfully removed from the pt. The pt was discharged in 12/03 and no further related events were experienced by the pt.